Manufacturer narrative:
The parts were not returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician called technical support for assistance in troubleshooting an ultrafiltration problem. Follow up was done with hemodialysis registered rn. He stated the patient's weight at the end of the treatment was 1.7 kg less than expected. According to the nurse, the patient did not display any symptoms and did not require medical intervention. He has "been doing fine since." The biomedical technician reported he found the diaphragm on the ultrafiltration (uf) pump was worn and the "springs were not quite right". He stated he replaced those parts, recalibrated the uf pump, and the machine worked satisfactorily. It was returned to service and has not had any further problems. The parts replaced were discarded.